Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had placed their magnet over their generator to inhibit stimulation for the last couple of months due to pain. The physician reported that upon interrogating the device, low lead impedance was seen. The physician stated they would get x-rays. No additional relevant information has been received to date. No surgical intervention has been reported to date.

Event description:
It was reported that the patient had x-rays performed, however they have not been received or reviewed by the manufacturer to date.

Event description:
Ap and lateral chest and neck x-rays were received and reviewed. Generator placement was according to labeling. The lead pin appears fully inserted as the notches on the lead pin are in the middle between the first and second connector blocks. The feedthru wires are intact and a portion of the lead is routed behind the generator. A strain relief bend and two tie-downs were seen but not placed according to labeling. A portion of the lead was seen behind the generator. The lead was assessed for fracture and sharp angles; however, none were seen. There is a section of lead formed into two loops near the generator where a short circuit condition may be present, however this is unable to be confirmed due to the quality of the scans. Based on the x-rays received, the cause of the reported painful stimulation and low impedance could not be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out.